Manufacturer narrative:
Additional information: a medtronic representative reported that a wire within the plug was damaged. The power cord for the imaging system was returned to the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The power cord for the imaging system was returned to the manufacturer for evaluation. Testing found that a cable had an intermittent open within the cord.

Manufacturer narrative:
Correction: supplemental information inadvertently filed under follow-up 1 under 1723170-2018-01832. Please refer to that medical device report (MDR) for additional information.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The plug and fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that when plugging in the power cable to an outlet, sparks were seen on the inside of the plug. A separate imaging system was used for the procedure. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.